Event description:
The report received from the affiliate indicated that the target lesion was the bifurcated section from the left main trunk (lmt) to left anterior descending (lad) and lmt to left circumflex (lcx). The lesion was 90% stenosed, de novo, slightly calcified and the vessel for the lcx was tortuous. The physician tried to implant a 3.0 x 23mm cypher at the target lesion, but the cypher could not be advanced to the target lesion due to the flexion of lcx. Therefore, a different stent was implanted instead; the physician had difficulty delivering it as well. In order to treat the residual lesion at the ostium of lcx, a 3.5 x 13mm cypher was implanted. After the cypher was implanted, the balloon was deflated to retrieve the stent delivery system (sds). The sds became stuck and it would not move at all. When the physician pulled the sds with force, the balloon stretched, but the markerbands did not move at all. The physician tried to remove the sds by deeply inserting the guiding catheter (gc) to the target lesion to get backup support. The sds was then pulled by a snare, and he applied additional force to the sds and it was removed from the patient. The procedure was finished successfully although it was extended for 4 hours.

Manufacturer narrative:
The product is expected to be available for testing. Additional information will be submitted within 30 days for receipt. This cypher sirolimus-eluting coronary stent is distributed outside the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent.